Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-12627. It was reported the l1 and l2 lead had migrated. The issue was confirmed with x-ray. In turn, the leads were explanted and replaced to address the issue.